Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the photograph samples for evaluation. Your reported issue of a leak was confirmed; however, the root cause could not be determined. Two 20g insyte autoguard IV catheters were provided for investigation. A functional test revealed a leak in one IV catheter tubing at the nose of the adapter. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
Cathelon is leaking with multiple products tried and found to be leaking "when inserting the IV and advancing the cathlon catheter over the needle, blood is observed backing up into the device. The needle remains within the catheter, and the safety mechanism does not engage, allowing blood to leak around the needle hub". "Potential exposure to blood, multiple stiocks to the aptient caused delay in treatment".